Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Kievit, a. J., schafroth, m. U., blankevoort, l., sierevelt, I. N., dijk, c. N., & geenen, r. C. (2014). Early experience with the vanguard complete total knee system: 2¿7years of follow-up and risk factors for revision. The journal of arthroplasty, 29(2), 348-354. Doi:10.1016/j.arth.2013.05.018 -

Event description:
It was reported that six (6) patients in the rpr study group had a revision post primary tka due to aseptic loosening also had cement interface failure.